Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The inspection of the pacemaker memory content revealed that the battery depletion resulted from a temporarily slightly elevated current consumption. The root cause of this observation could not be determined based on the information available for analysis. However, the data did not reveal any indication of a pacemaker malfunction. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a pacemaker malfunction. In summary, the device proved to be fully functional during analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis revealed a temporarily slightly elevated current consumption leading to the battery depletion. Based on the information available for analysis the root cause of this observation could not be determined, however, there was no indication of a pacemaker malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - this device was explanted because the longevity drops rapidly: (B)(6) 2016 2 years 5 months, (B)(6) 2017 1 year 3 months, (B)(6) 2017 1 year. The programming of this device is vvi-cls 70 2.8v at 0.5ms 97 percent vp impedance 312 ohms. No adverse patient events were reported. The explant date was not provided.

Manufacturer narrative:
(B)(6) 2017 - we were notified the event date was reported incorrectly. Corrected the event date.